Event description:
The pt contacted animas alleging that the keypad of the pump was peeling. The pt also claimed that the up arrow button of the pump was sticking.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to up and down button presses. The up and down arrow buttons were also not springing back normally. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was found to be loose and peeling up.